Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples, but photos and a video were provided by the customer facility for investigation. The photos and video were evaluated and the customer's indicated failure mode for fibrin with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Root cause description: based on the investigation, a root cause could not be determined. Rationale: bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that during use tubes have clots with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: (2 of 2): during use, the customer found many tubes have fibrin clots.